Manufacturer narrative:
The device is currently under engineering investigation by the manufacturer. The preliminary findings for this investigation have resulted in no fault found under normal operating conditions. It is possible to reproduce the reported complaint by removing the hose from the humidifier during operation, resulting in a "check tube" error message on the lcd. Alternatively, removing the humidifier whilst in operation will also give the same error message. Once the error message is triggered, a single intermittent tone is sounded as an alarm and the machine will stop. The alarm and normal operation of the device can be reset by pressing the start/stop key on the user interface. The vpap iii series is designed to signal to the user a "check tube" error message should the hose or the humidifier become disconnected during operation. This is a typical safety mitigation by design. In this case the device functioned according to specification.

Event description:
It was reported to resmed that a vpap iii st-a device displayed a "check tube" error message that could not be cleared from the device. It was also reported that the patient was near respiratory failure.